Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition noted on an ICD. Review of the egm's showed noise inhibiting pacing. Possible myopotential oversensing was suggested. Programming changes were made. The patient will be monitored.